Manufacturer narrative:
There is no indication of a malfunction of the mr system or coils used that could have contributed to the incident. The patient was obese and his arms and hips must have been too close or touching the bore. Even though it was mentioned that padding was used, taking into consideration the patient's size, it is likely that the padding used was insufficient and/or that the padding moved during the examination. The observed blisters can be explained by close contact with the bore wall. The thermoregulation of obese patients is known to be impaired. The risk of rf energy-related injuries is higher in patients with impaired thermoregulation. The patient ventilation was not at the highest level (level 2 was used). Level 5 is recommended for high sar scans, it supports the cool down mechanism. 4 scans with high sar values (>2 w/kg) were executed (at 2.6 w/kg). High sar scans are a bigger challenge for the cool down mechanism than low sar scans. The total administered specific energy dose of 3.55 kj/kg exceeded the recommended limit of 2.0 kj/kg for patients with impaired thermoregulation.

Event description:
Philips received a report that a male patient suffered 2nd degree burns (a dime size) with blister to the left hand thumb and right hip during spine examination with posterior coil.

Event description:
Philips received a report that a male patient suffered 2nd degree burns (a dime size) with blister to the left hand thumb and right hip during spine examination with posterior coil.

Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.